Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness and capsular contracture. Note: health canada incident number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with a mentor memoryshape breast implant 610cc and with an unspecified gel mentor breast implant (the sides are unknown) and experienced bilateral capsular contracture baker grade ii on the left side and baker grade IV on the right side and feeling chronic fatigue. As a result, the patient had undergone removal on (B)(6) 2019.